Event description:
It was reported that approximately a month after implant, the complete therapy system, including this pacemaker, was explanted due to infection. No additional adverse patient effects were reported. There product is not expected to return.